Event description:
It was reported that approximately 13 years and 6 months after the implant of this transcatheter bioprosthetic pulmonary valve, a second valve was implanted in the same position.

Manufacturer narrative:
Continuation of d10: product ID pb1018 (serial: (B)(6) ); product type: 0195-heart valves; implant date (B)(6) 2024; explant date n/a, an initial medwatch report was submitted conservatively. Of note: the patient was approximately 15 years old when the valve was implanted and was replaced when the patient was 28 years old. The valve is used in palliative treatment and successfully delayed the next intervention for over 13 years. Sales representative entered from cvg analyst alignment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.